Manufacturer narrative:
On november 29, 2018, clinical innovations was informed by the user facility that a serious injury had occurred that was not previously communicated when the complaint was first received. The physician involved in the delivery stated that the baby suffered "severe hypoxic-ischemic encephalopathy" due to the device not working properly. The physician used 4 different devices. No devices will be returned, so we cannot further investigate the root-cause of this event. There are no additional complaints associated with lot 180412 to date. We have reached out to obtain additional information on several occasions and have been told this is all the information available.

Event description:
We are experiencing difficulties with our vacuum deliveries in the past few days. It seems that kiwi omnicup is not providing enough vacuum to apply sufficient pressure in order to facilitate a successful delivery (with repeated pop-off issue).